Event description:
The customer stated that there was a large crack on the screen. The customer also stated that there was moisture underneath the screen. Troubleshooting was performed and the customer stated that the numbers were ramping up rapidly. The reported blood glucose reading was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked case. The insulin pump had a blank display due to moisture damage on the electronics.